Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: g1. H3, h6: photo investigation: investigation summary: according to the information received that " during the procedure at the time when the dr. Performed the brocade with the 3.2 bit it happens that it is broken, leaving the tip of it inside the patient's bone, dr. Tries to remove this fragment but it was not possible and decides to leave this tip because of the difficult extraction and because there would be no problem with leaving it inside the bone.." The product was not returned to depuy synthes; however, photos were provided for review. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø3.2 l195/170 2flute f/quick c would contribute to the complained device issue. Based on the investigation findings, the ¿drill bit ø3.2 l195/170 2flute f/quick c¿ has broken pieces at the tip because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 310.290-15, lot number:31161p8. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 19 aug 2024, manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure while the doctor was drilling with the 3.2 mm drill bit, it broke, leaving the tip embedded in the patient's bone. The doctor attempted to remove the fragment but was unsuccessful and decided to leave it in place due to the difficulty of extraction and because he believed it would not cause any problems. The remaining portion of the broken drill bit was then removed, and another drill bit of the same type, also included in the surgical kit, was used. The surgery was successfully completed without any delays.